Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded successful. No resistance was felt while loading the valve. The loaded valve was verified using fluoroscopy, a misload was not reported. The valve was attempted to be implanted, however the valve dislodged from it's initial position, therefore was recaptured. While recapturing the valve for the second time, it was reported that the valve was not able to be fully recaptured due to the capsule of the delivery catheter system (dcs) not closing. The valve was inside of the capsule and the capsule of the valve could not be re-opened or closed. The capsule was noted to be broken and separated on fluoroscopy. The dcs and the valve were pulled out of the patients body together, without difficulty and without damage to the patient's vasculature. A new dcs and valve were used for a successful implant. Of note, it was reported that the patient had a calcified aortic annulus. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: images of the procedure were provided for review, confirming the capsule separation. The subject delivery catheter system (dcs) was returned to medtronic for analysis. The device was received with the capsule partially opened and a tear on the distal end of the capsule was observed. The description of the event does not indicate that this damage occurred during the reported issue. The damage may have occurred as a result of attempting to remove the valve from the dcs, however this cannot be confirmed. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force, potentially after tracking through tortuous anatomy. There was a separation observed in the capsule nitinol reinforcing frame near the proximal end of the capsule, confirming the reported event. Capsule separation occurs due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. Of note, it was reported that the patient had a calcified aortic annulus. The reported event indicates that during the initial attempt at deployment, the valve dislodged from its initial position, and therefore was recaptured. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. While recapturing the valve for the second time, it was reported that the valve was not able to be fully recaptured due to the capsule of the dcs not closing. The valve was inside of the capsule and the capsule of the valve could not be re-opened or closed. The capsule was noted to be broken and separated on fluoroscopy. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). The valve could not be removed from the dcs, analysis on the valve could not be performed. The handle was intact. The device was received with the capsule partially opened and a tear on the distal end of the capsule was observed. Delamination was observed over the nitinol reinforcing frame along the full length of the capsule. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. There was a separation observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was observed to be jagged and uneven. There was damage observed on the threading of the screw gear. Conclusion: the investigation is on-going. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.